Event description:
Pump declared alarm 20 was reported, causing disruption during pumping. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to load a new cartridge without success. Customer reverted to an alternate method of insulin therapy.